Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case and lower case were broken and contaminated, the ring cover was contaminated and the battery contacts were discolored. It was also noted that the device failed incoming functional testing due to device intermittent operation. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.